Manufacturer narrative:
Investigation summary. Received one (1) used 011-ch3657 amber transfer set w/chemoclave for inspection. The tubing was separated from the bag spike as received. Insufficient solvent was present on the bond area. The tubing and bond pocket were measured and found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in the assembly plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
The event occurred on an unspecified date and involved a 43 cm (17") appx 2.8 ml, amber transfer set w/chemoclave® additive port, rotating luer, filter cap where a disconnection of tube and a striker on amber clave extension was reported. Unknown patient involvement and no harm was reported. This report captures the second of two occurrences reported.